Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received a minimum fill notification. The customer reported that the fill amount of the cartridge was not known. Reportedly, the customer stated the possibility an empty cartridge was loaded onto the pump during the cartridge change. There was no reported impact to the customer's blood glucose level.